Event description:
Irrigator tip was squirting outside of irrigator. Physician tried to retighten irrigator tip onto syringe, and it broke in half. The tip did not break while being used on pt. No harm to pt.